Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. Thread suture is cut. There were no patient consequences reported. There were no surgical delays reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/10/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - if possible, please confirm the number of patients/ procedures affected by this issue? - how many devices demonstrated the alleged deficiency on each involved patient event? (How many from lot aw5661 and how many from aw7511); - please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. - please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). The following information was reported: only sutures and doctors indicate that the thread is cut when it is tightened. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.